Event description:
Report received of an overdelivery of fentanyl due to programming error. The pump settings and the fentanyl concentration could not be recalled; however, the customer indicated that the fentanyl dose was entered incorrectly. The patient was given one unspecified dose of narcan. The patient responded to the narcan. The customer contact could not recall the patient's presenting symptoms prior to the narcan administration. The patient was transferred to a monitored bed for the night. The patient did not experience any long-term effects from the event. Though requested, there was no further information available.